Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, the keypad buttons are not responsive and alarmed button error. The customer's blood glucose reading was 136 mg/dl at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor also, received with intermittent button response due to corroded keypad traces. Unable to confirm excessive no delivery alarms due to motor error alarm. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.